Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the distal right coronary artery. After a guidewire crossed the lesion, a 38x2.75mm promus premier drug-eluting stent was advanced over the wire. However, it was noted that the stent delivery system would not advance and became stuck on the wire. The procedure was completed with another of the same device. No patient complications were reported an the patient's status was good.